Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the baxter pd solution bag after it disconnected from the fresenius safe lock apd luer lock connector during dwell 1 of pd treatment. The patient did not receive any alarm from the cycler. There was no fluid leak observed within the cycler. The patient indicated they had tightly connected the fresenius connector to the baxter pd solution bag using a wrench. The treatment was cancelled after the leak was observed. The patient indicated they would notify their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient reported that treatment was not completed on the date of the event. There was no damage observed on the connector. There was no adverse event, serious injury, nor medical intervention attributed to the reported event. The connector used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cycler set to the manufacturer.

Event description:
Further follow up with the patient confirmed the sample was still available and they would use the return kit to return the sample, the ups tracking number was checked and the sample was shipped by the customer and on route to the manufacturer as of 07-oct-2020.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d10, h3, h6 method, result, conclusion plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the visual inspection no damage was observed on the apd luer lock connector and it¿s condition was acceptable. A functionality test was performed with a liberty select cycler and no issues were detected.. A second batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.